Event description:
While attempting to defibrillate a patient who was in respiratory arrest, the device was charged to 200 joules and then displayed a "defib fault 108" message and failed to discharge. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the patient subsequently expired.